Event description:
My colleagues in our production unit reported deviant amount of lubricant in several bd syringe types used for pharmaceutical compounding purposes. The excess of lubricant was observed in both the syringe cylinder and on the rubber plunger stopper, please refer to the picture attached for an illustration of the oily appearance of a rubber plunger stopper in a 10 ml syringe. The of lubricant was observed in the syringe types / batches listed below: bd plastipak 50 ml bd luer-lok batch 2410117. We would like to know if comparable complaints were reported to bd recently that perhaps have triggered a root cause investigation. Have there been any changes implemented in the production process or starting materials used for production of these syringes? To assess whether this deviation might possibly be harmful for our patients, we would like you to share information with us on chemical/physical and toxicological properties of the material that is used by bd to lubricate the plastipak syringes (e.g. Material safety data sheet; toxicological studies or reports).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Correction: based on investigation results, this complaint is no longer reportable. The reported silicone which is part of the manufacturing process and the amount of silicone found was within specification. Device evaluation five samples were provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. We reviewed the test results for lot 2407110, and all values were within the established specifications. The submitted samples were also tested and confirmed to meet these same requirements. A comprehensive device history record (DHR) review was completed for lot 2407110. No deviations or non-conformances were identified during manufacturing that could have contributed to the reported observation. Additionally, our manufacturing process includes multiple visual and functional inspections throughout production. No issues related to this observation were found during these inspections. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. At this time, we have not identified a specific root cause. However, due to the viscosity of the silicone lubricant, it is possible for some residue to become visible when the stopper is moved from its fully seated position. To further enhance our understanding, we have initiated a project to review our silicone application process. Additionally, we received one unreported sample of a 20ml luer lock syringe. Upon evaluation, no visible silicone was observed, and silicone content testing confirmed the product met all required specifications.